Event description:
It was reported that the gamma nail was broken 2 months after implantation. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be supplied on a supplemental report.